Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: in ventilation mode used on patient ,show alarm code:231022 (pexpvalve sensor defect). No health consequences or impact.